Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and fusional beats were observed on the device. In addition, the device was unable to determine capture threshold. No intervention was performed at this time. The patient was stable and will continue to be monitored.